Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 212 and blood glucose was 45 mg/dl. Customer reported of wearing sensor for six days. Customer was advised that sensor should only be worn for 72 hours. After troubleshooting, customer was advised to monitor insulin pump.